Event description:
The following information was provided: it was reported that the patient's left knee was revised due to instability. Visible damage and wear were observed on the revised insert. A 3x11 cs insert was revised to a 3x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.